Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose descended to between 45 mg/dl and 50 mg/dl on saturday night. The low blood glucose caused the patient to experience shaking, sweating, anxiety, mental confusion, inability to follow simple commands, weakness, and fatigue. The patient treated with bananas; his current blood glucose is 249 mg/dl. Troubleshooting was initiated and no apparent anomalies were found with the insulin pump or its settings. The customer mentioned that his health care provider made changes to the device's settings 5-6 weeks ago that the customer believed were a little aggressive. The customer was advised that the insulin pump was working as designed. No products were returned or replaced.